Manufacturer narrative:
Customer did not report any results to the patients. Hologic suggested to the customer to collect new samples from patients and retest them. Customer cleaned the instrument and the contamination was not shown to be present. Then the customer retested the samples.

Event description:
Customer reported getting a positive contamination on the panther instrument sn (B)(4). Assay lot number was not provided. Customer did not report any results to the patients.